Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to (B)(6), bacteremia, and infection. The helix screw of the right ventricular (rv) lead could not be retracted. Laser was advanced over the rv lead and the lead was extracted. No further patient complications have been reported as a result of this event.